Manufacturer narrative:
Device evaluation 1 unit of lot: c1983510 of echo-hd-3-20-c returned evaluation opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number: c1983510 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. However, a possible root cause may be that the needle broke due to the presence of tortuous anatomy. As a result, excessive force was required to remove the needle, which could have caused the off-center position of the luer lock. A CAPA: (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary according to the customer, the needle out of the scope and was broken by user when push back. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. However, a possible root cause may be that the needle broke due to tortuous anatomy. As a result, excessive force was required to remove the needle, which could have caused the off-center position of the luer lock. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 10-feb-2025.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when dr.(B)(6) push echo needle into the scope, he felt a little more friction than before, but it's still could push down and got the tissue, when he wanted to pull back the needle, he felt something wrong, he used more force to pull back the needle out of the scope and break the needle in order to got the tissue he needed.